Manufacturer narrative:
H6: investigation summary :customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. One (1) was received which showed signal drop. Determination of the cause of this type of false positive is undetermined. Batch has been previously investigated for the reported defect. No additional testing is required at this time.no correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer¿s report, a false positive occurred with an aerobic bottle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer¿s report, a false positive occurred with an aerobic bottle."